Event description:
A customer contacted beckman coulter inc., (bec) and reported that they obtained non-reproducible troponin (accutni) and b-type natriuretic peptide (bnp) results for an undetermined number of patients' samples. The results were generated by the access 2 immunoassay system. The customer did not indicate if the results were elevated or lower than expected. The customer stated no erroneous results were reported out of the laboratory, and there was no death or injury to patient requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The samples were collected in lithium heparin tubes. The tubes were inverted per manufacturer's recommendations. The specimens were spun at 3000rpm for 12 minutes. The customer stated that no samples were abnormal in appearance. The customer stated that the only issue with qc was with the accutni low level having to be repeated. All other qc for other levels and assays were recovering within range. Qc data was requested, but not supplied to date. The customer changed the aspirate probes and performed a system check that failed. The system check was repeated with better results. A field service engineer (fse) was dispatched for this event. The fse performed numerous hardware checks and did not note any issues. Multiple system checks and high sensitivity (hs) system checks were performed and failed the wash %cv portion with 3-5 reps highly elevated. The fse noted the liquid waste line was shoved deep into the sink drain and causing back pressure and therefore inadequate washing during sample processing. The fse repositioned the line to a higher level and ran a system check and hs system check. All portions passed within published specifications. Qc was run for all assays and recovered within customer's established ranges. The fse returned the system to the customer for patient samples testing. Hardware is the root cause for this event. An MDR associated with this event: 2122870-2011-05381.